Event description:
It was reported that after implant of the right ventricular (rv) lead, it was noticed that there was no capture. During the lead revision the next day, the rv lead revealed normal acceptable values through the device and through the analyzer. The rv lead was reattached to the device and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.